Event description:
The customer called to seek assistance with her contour next ez meter. During the call, a control test was run and a reading of 120 mg/dl was obtained. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.